Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a breast reduction surgical procedure on (B)(6) 200 and topical skin adhesive was used. When the patient returned for a follow-up doctor visit on (B)(6) 2010, she had an allergic reaction to the topical skin adhesive with severe redness, irritation and edema. The topical skin adhesive was removed and the patient was prescribed duricef and a steroid cream.